Event description:
The customer reported to olympus, the switchbox of the evis lucera gastrointestinal videoscope had deformation. Upon inspection of the customer¿s returned device, foreign matter was observed clogged in the nozzle. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and investigation. In addition to the reportable malfunction mentioned in b5, due to wear of angle wire, bending angle in the up direction did not meet the standard value, the connecting tube, the objective lens, the protector of universal cord on s-connector side, the protector of universal cord on control section side had a scratch, the universal cord was sticky, due to damage on the charged coupled device (ccd) unit, foggy image occurred, switch 2 had a scratch, the suction cylinder was shaved, the electrical, control unit and section connector were dirty due to water leakage, the adhesive on the bending section cover (a-rubber) had white-clouded area, the angle wires became stretched, and because the shaft on switch 1 was detached, switch could not be pressed down smoothly. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the " foreign material clogged in the nozzle" was confirmed and confirmed that the specifications and functions were not satisfied. The root cause was not identified. Olympus will continue to monitor the field performance of this device.